Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
The pharmacist reported that "the 'tongue/flap' of the device was missing and it was difficult to take the implant; there were no adverse consequences."